Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient and her home health nurse phoned together to report inaccurate cgm values of up to 100 points difference from the bg. She had inserted the first sensor the previous day, (B)(6) 2019, and continued to receive discrepant readings despite calibration. At the time of the call it was off by 40 points with the cgm at 137 mg/dl and the bg at 97 mg/dl. They reported that the patient earlier had a cgm of 474 mg/dl and a bg of 420 mg/dl, so she took 10 units of humalog and 10 units of lantus insulin. The nurse stated she would have expected the humalog to kick in after about 30 minutes and then have a duration of about 4-6 hours but instead it didn¿t kick in for 2.5 hours. At that point the patient started to drop her glucose level into the 80s and the device showed arrows going down; based on the cgm reading and unspecified symptoms of hypoglycemia the nurse gave her orange juice. Based on the cgm readings the home health nurse also discussed the hypoglycemic event with the patient¿s endocrinologist. As a result her insulin dose was decreased and she was told by the nurse to increase her carbohydrate intake to prevent further hypo events. No other treatment was provided, and no hospitalization was needed for this event. At the time of contact, the patient was doing good. No data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.